Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent a hysterectomy in 2011. It was reported that the patient underwent a robotic laparoscopic sacral colpopexy, lysis of adhesions, excision of foreign body in the vagina, and cystoscopy on (B)(6) 2012 due to a cystocele, mesh exposure, vaginal vault prolapse, stress urinary incontinence with urge, pelvic pain, and pelvic adhesions. It was reported that the patient underwent a robotic diagnostic laparoscopy, lysis of pelvic adhesions, mesh revision, abdominal and vaginal anterior repair and cystoscopy on (B)(6) 2013. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to mesh complications. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent diagnostic laparoscopy with lysis of adhesions on (B)(6) 2011 due to abdominal pain and rectovaginal fistula. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mini arc sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, frequency, and urgency. No additional information was provided.